Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® push button blood collection set experienced a retraction issue with the device not retracting during use. The following information was provided by the initial reporter: material no: 367324. Batch no: 9016540. Description of complaint: during a patient blood draw, the needle did not retract fully causing a needle stick injury to the care giver.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set experienced a retraction issue with the device not retracting during use. The following information was provided by the initial reporter: material no: 367324, batch no: 9016540. Description of complaint: during a patient blood draw, the needle did not retract fully causing a needle stick injury to the caregiver.